Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection was performed and no issues were found. A functional evaluation was performed and it was found that the device unit did not turn on and the motor unit was stalled. The root cause was associated with a mechanical component failure. Factors that could have contributed to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the mdu was not rotating in any direction and the motor was heating up. There was no patient involvement.